Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no video output of all serial digital interface channel due to defect of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no signal output due to printed circuit board failure. The device was used for 69 minutes. Besides the serial digital interface channel, all other outputs were normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during receipt inspection, the video system center serial digital interface (sdi) had no signal output. When the sdi output failure occurred, the sdi cable was not connected to the device. The device was inspected before use. The procedure was completed using a similar device. There was no report of patient harm.